Event description:
It was reported that following a standard implantable neurostimulator (ins) replacement procedure, that ¿high¿ impedances were indicated with the new device. Impedance testing indicated that all unipolar electrodes 0-7 had ¿high¿ impedance values ranging from 3805 to 19876 ohms. Additionally, number ¿high¿ impedance values were measured between bipolar electrode pairs. It was noted however, that the patient¿s ¿dystonia symptom improved after ins replacement¿ and as a result the patient¿s ¿physician decided to keep observing the therapy outcome and adjusting the parameters.¿ additional information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information reported the patient¿s recharger experienced ¿low efficiency¿ when charging the ins, following the ins replacement. The patient¿s physician explanted the ins at the time of follow-up ¿because of the recharging efficiency still not doing well¿ for the month prior to explant. It was noted the physician was to ¿make a new pocket to proper depth and re-implant the ins when the patient recovered.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).